Manufacturer narrative:
The complete stent instrument dislodged from the balloon and not only a part of it. Eventually, the physician did not manage to pass the dislodged stent with a balloon to adapt it to the vessel wall. As well, the attempt to snare the balloon failed and the intervention was aborted. After some time passed by, the perforation sealed on its own. The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report) and the product release documentation was reviewed to establish whether a device deficiency contributed to this event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the outcome as a non-device- and non-procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
During treatment of a type iii cs/IV perforation in the rca, the pk papyrus covered stent stripped during delivery. Unsuccessful retrieval of the complete stent. A part of the stent remained in patient. No further complications have been reported. The patient was discharged home.